Manufacturer narrative:
The device was received with both seals in tact and big chipped out on lower left front corner of top case also cracked and chipped out on bottom case. The device history log showed motor rate error. The device was tested using the occlusion test. The reported problem was unable to duplicate the motor rate error during occlusion test. Unable to determine the intermittent of the error, motor assembly, worm gear, leadscrew and clutch halves were in great and clean physical condition. The tech replaced leadscrew and clutch halves for preventive. Performed occlusion test and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.